Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1.4 mmol/l and 4.5 mmol/l; 1.2 mmol/l and 6.0 mmol/l. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.